Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device reveals device breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. The noted damage is consistent with misuse and the investigation did not establish a need for corrective action. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device was found to have breakage.